Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 51 to 53 mg/dl. The customer did not mention any symptoms of their blood glucose levels. Reportedly, customer woke up ate breakfast and his blood glucose level shoots up over 200 mg/dl, ate lunch and his blood glucose level shot up again over 200 mg/dl. This blood glucose level was 147 mg/dl. Customer stated earlier his blood glucose level was 97 mg/dl when he went to son's home. Customer stated his pump was saying he was dropping and he checked his blood glucose level later and it was 52 mg/dl then did another fingerstick and it was 51 mg/dl and then 53 mg/dl when pump said blood glucose required. Troubleshoot for high blood glucose values and low blood glucose values was declined. Customer had some orange juice to treat for low blood glucose values. The product was not returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test displacement accuracy and displacement test. Device functioning properly during testing.